Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-15140 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 5 infusion set fell off during use events between (B)(6) 2024. The infusion sets had been used for about 24 hours. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.